Manufacturer narrative:
This report is submitted on may 9, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and was treated with oral and topical antibiotics (specific date and duration not reported). Subsequently, the device was explanted on (B)(6) 2023. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on october 17, 2023.